Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, confirmed the shield of the seal had been dislodged. Engineering also found the septum was torn and missing a large portion. The missing portion of the rubber was not returned for evaluation. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. Engineering was unable to obtain any further details regarding the instruments were used during the procedure; however, the dislodgement of the shield was likely caused by the insertion of an instrument. The damage to the septum most likely resulted due to the absence of the shield. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Inguinal hernia repair - "robotic case, put mesh through tracer no issues, after repair, during visual sweep with the camera, clear plastic piece was visible inside of abdomen, determined to be part of inner seal from trocar used." Intervention - "grabbed plastic and removed." Patient status - "ok."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.